Event description:
It was reported that post implant, the right ventricular lead exhibited loss of capture on several occasions and device reprogramming was performed. In (B)(6) 2015 loss of ventricular capture was observed again. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
UDI (di): (B)(4).